Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was emitting tones. Interrogation revealed that the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended.